Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the patient's device at the hospital, dislodgement was suspected as well as low sensing and no capture were also observed on the atrial lead. X-rray was performed and confirmed ra lead was dislodged from its normal location. The programming change was made. Lead revision was discussed. The patient's condition was stable.